Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that needles will not prime. Verbatim: issue(s): consumer finding needles that will not prime. Lot #: 9162653. Item #: 320122. Date of event: unknown. Samples discard.

Manufacturer narrative:
H.6 investigation: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9162653. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that needles will not prime. Verbatim: issue(s): consumer finding needles that will not prime lot #: 9162653 item #: 320122 date of event: unknown samples discard